Event description:
A rotor stall was reported and confirmed by a rotor study; a catheter dye study was also done. The pump was replaced. There was reported to be no pt injury. The medication being delivered via the device system was fentanyl. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.